Manufacturer narrative:
Block b3: exact date approximated, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also stated that the patient loss weight and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.